Event description:
The initial reporter stated they received discrepant results for three patient samples tested with the elecsys tsh assay on a cobas 8000 e 801 module. Incorrect results from these samples reported outside of the laboratory and did not agree with previous measurements of the patients. The samples were repeated and discrepancies were observed. No units of measure were provided. The first sample initially resulted in a tsh value of 10. The sample was repeated twice, resulting in values of < 1 and "about 2". The second sample initially resulted in a tsh value of 0.08 and repeated as 1.34. The third sample initially resulted in a tsh value of 5.95. The sample was repeated twice, resulting in values of 0.50 and 5.48. The tsh reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The customer was instructed to repeat controls for all tests on the analyzer. During control measurement, the customer received an alarm indicating signals were abnormally low. Controls were outside of range for multiple tests.

Manufacturer narrative:
The field service engineer replaced the measuring cell, syringe seals, pinch valves, pinch tubing, and a nozzle. Each flow channel was cleaned. A cell blank calibration was performed. Calibration and control measurements were good. The investigation determined the issue was resolved by the replacement of the measuring cell.